Manufacturer narrative:
(B)(4). Summary of investigational findings: no product returned and no imaging provided. Therefore, the evaluation is based on the very limited patient/event information solely; "the legs were crossed upon deployment as they did not open properly." Without imaging, the exact reason for the crossed filter legs cannot be determined. However, the filter legs may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. Under normal conditions, ivc< 30 mm, the radial force of filter will make filter legs attach to ivc. Investigation found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the legs were crossed upon deployment as they did not open properly. Patient outcome: the patient outcome will be determined when the answers to the additional questions have been received.

Manufacturer narrative:
(B)(4). Pt identifier) unknown as information was not provided. Age at time of event, date of birth) unknown as information was not provided. Sex) unknown as information was not provided. Weight) unknown as information was not provided. Date of event) unknown as information was not provided. Implant date) unknown as information was not provided. Investigation is still in progress.

Event description:
Description of event according to complainant: the legs were crossed upon deployment as they did not open properly. Patient outcome: the patient outcome will be determined when the answers to the additional questions have been received.